Event description:
It was reported there was premature battery depletion on the pacemaker. The physician elected to explant and replace the pacemaker. The patient is recovering after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement level. Review of the device image indicates there was a false replacement alert consistent with low voltage fluctuation. The device reached replacement level during the analysis. Electrical and mechanical analysis performed indicated normal functionality. Additionally, results from battery assessment revealed normal current level and no indication of premature depletion noted. Longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.